Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1522 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1522 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("consistent with essure intrauterine devices, embedded at bilateral cornua") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, dysmenorrhea, endometriosis, parity 3, pelvic pain female, overweight and lower abdominal pain. The patient had a family history of diabetes mellitus and intra-abdominal cancer advanced. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1423 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy with hysterectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: fallopian tube, left; salpingectomy: fallopian tube with no specific histopathology, metallic clip. Fallopian tube, left; salpingectomy: acute and chronic salpingitis with fibrosis, metallic contraceptive coil. Fallopian tube, right distal; salpingectomy: fallopian tube with no specific histopathology, metallic clip. Fallopian tube, right; salpingectomy: fallopian tube with no specific histopathology. Clinical information : pelvic pain. Gross description: left fallopian tube with clip'' is a 6.4 x 0.9 cm tan-red-purple, fimbriated fallopian tube segment and a 1.4 x 0.4 x 0.11 cm metallic clip received separate in the specimen container. Left fallopian with implant" is a 2.5 x o.7 cm tan-pink-purple, tubal segment with an embedded essure coil surgical device in the lumen. Right distal fallopian tube with clip" is a 6.2 x 1.2 cm tan-red-purple, fimbriated fallopian tube segment and a 1.4 x 0.4 x 0.4 cm metallic clip received separate in the specimen container right fallopian tube segment'' is a 3.3 x 0.6 cm gray-pink, focally cauterized tubal segment which is serially sectioned; on (B)(6) 2017: uterus; hysterectomy and left oophorectomy (bb g): serosa: endometriosis, chronic inflammation and fibrous adhesions. Cervix: cervicitis and focal squamous atypia. Endometrium: benign, myometrium: benign. Left ovary: benign follicular cysts. Clinical information: pelvic pain and endometriosis. Gross description: the tan-pink, trabeculated myometrium is sectioned to reveal two 1.3 x 0.1 cm silver metallic rod-shaped surgical devices, consistent with essure intrauterine devices, embedded at bilateral cornua [ultrasound scan] on (B)(6) 2017: conclusion: bilateral intrapelvic tubal occlusion coils and clips which are in appropriate position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Event medical device removal is replaced with device embedded. Medical history, concomitant conditions & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.